Event description:
The patient had prophylactic generator replacement surgery on (B)(6) 2013. The patient was implanted with a replacement model 103 device. The first system diagnostic test inside pocket with the skin open was within normal limits at 2380 ohms impedance value. The second system diagnostic test inside pocket skin closed was within normal limits at 2420. Anesthesia reported to the company specialist to the surgeon in surgery that during two stimulation events during device testing, the patient ¿stopped breathing¿ for one to two seconds during stimulation on-times. He said it was spontaneous recovery so he did not intervene with any drugs or other intervention. The crna rechecked the patient post-operatively and reported that the patient was doing ¿fantastic,¿ so no further apnea episodes were noted by him or in post-op follow-up. The patient¿s device was reset to pre-operative settings per the treating physician¿s requested and re-interrogated. Settings were verified. Implant card was received which confirmed lead impedance following generator replacement was ok.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The near-end-of-service (neos) indicator was set to yes. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.